Event description:
It was reported that undersensing and decreased r-wave were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.6-7.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Internal insulation abrasion was noted at 5.9-6.3cm from the tip electrode. The etfe coating was intact at the same location. External insulation abrasin was noted at 44.3-45.2cm from tip electrode, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the reported field event of undersensing.